Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes, the device experienced broken lid/ cap. This event occurred once. The following information was provided by the initial reporter. The customer stated: this is a report about damaged caps. According to the customer's report, tubes did not draw blood appropriately; when the product was checked, the inside the cat was damaged. This issue was found in several products.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-11. H.6. Investigation summary: bd received 3 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for cracked tubes was observed. The customer samples were evaluated by visual examination and the indicated failure mode for cracked tubes with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of cracked tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked tubes. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes, the device experienced broken lid/ cap. This event occurred once. The following information was provided by the initial reporter. The customer stated: this is a report about damaged caps. According to the customer's report, tubes did not draw blood appropriately; when the product was checked, the inside the cat was damaged. This issue was found in several products.